Event description:
It was reported that shaft break occurred. A 12mm x 2.50mm nc quantum apex balloon catheter was advanced for post dilatation. However, during inflation of the deployed 2.75 x 18mm non-bsc stent at 20 atmospheres for 14 seconds, the balloon ruptured. When the physician tried to retrieve the balloon, the proximal 37cm of the balloon had separated from the balloon shaft. The separated proximal 37cm of the balloon catheter was retrieved from the patient's body and at close inspection, it appeared that the balloon did not burst. The failure was at the connection where the proximal 37cm meets the rest of the balloon shaft. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc quantum apex balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous hypotube kinks. There was blood and contrast in the inflation lumen and contrast in the balloon. There was blood in the guidewire lumen. The balloon was loosely folded. There was a complete separation at the midshaft weld. There was 4mm of adhesive present on the midshaft weld, which is passing per specifications. Inspection of the remainder of the device presented no other damage or irregularities. Correction to field: report source.

Event description:
It was reported that shaft break occurred. A 12mm x 2.50mm nc quantum apex balloon catheter was advanced for post dilatation. However, during inflation of the deployed 2.75x18mm non-bsc stent at 20 atmospheres for 14 seconds, the balloon ruptured. When the physician tried to retrieve the balloon, the proximal 37cm of the balloon had separated from the balloon shaft. The separated proximal 37cm of the balloon catheter was retrieved from the patient's body and at close inspection, it appeared that the balloon did not burst. The failure was at the connection where the proximal 37cm meets the rest of the balloon shaft. No patient complications were reported.